Event description:
It was reported that a pump declared alarm 20 during the loading process. There was no adverse impact to the customer's blood glucose level. The customer, who had not experienced the same issue previously, received assistance from technical support to load a new cartridge, but the cartridge alarm recurred. Consequently, technical support arranged to replace the pump, which was still under warranty. The customer was advised to revert to a multiple daily injection plan as a backup therapy while awaiting the new pump. Instructions were provided to put the pump into storage mode and to return the faulty pump using a pre-paid label within 10 days, and the customer acknowledged these instructions.